Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0568 showed no other similar product complaint(s) from this lot number. Mw5088787.

Event description:
It was reported via medwatch that, "prior to insertion of the bard PICC solo double lumen, the stylet was found to be bent upon inspection. A new PICC tray was opened and used for the insertion instead."